Event description:
The pt underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure using a techstar xl 6 fr. Device. The pt's groin was heavily scarred due to previous procedures and required a considerable amount of dissection to obtain access. The artery was accessed and good marking was obtained. The cardiologist encountered significant resistance to deployment, but continued to deploy despite resistance. The anterior needle presented without the posterior needle. Using fluoroscopy the cardiologist found that the posterior needle had deflected into the subcutaneous tissue. Since the results of the angiogram indicated immediate coronary artery bypass graft (CABG) surgery, the cardiologist elected to remove the device from the pt's artery during surgery. Surgery was performed and the device was successfully removed. The pt has recovered from surgery without further incident.